Event description:
Had lasik at (B)(6), conducted by dr (B)(6). After 3 days I began to notice a haze in my right eye. After a few visits, it was decided to re-lift the flap and clean off as much of the inflammation as possible. Unsure if it is dlk or ctk, I have very bad glare and unclear vision remaining in that eye. FDA safety report ID# (B)(4).